Event description:
Hospital insure if equipment failed during resuscitation of patient or if equipment contributed to patient outcome.1) initially equipment failed, personnel unsure if unit had been charged by r.n.2) unit charged and discharged appropriately.3) unit charged and misfired.4) unit charged again and fired with minimal chargedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, other. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.